Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small metal coil fragment identified in the superficial myometrium/uterine corpus shows a very small metal coil associated with a small area of mural hemorrhage'), embedded device ('a metal coil fragment is not seen in the right fallopian tube/lodged within the superficial myometrium'), device expulsion ('malposition of essure, partially in uterus/ migration of essure device, partially in uterus'), device dislocation ('migration/I was not able to see the essure'), pelvic pain ('pain ¿ pelvic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('vaginal bleeding') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. A20054) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "multiple attempts were made and it was very difficult to push the essure all the way in and there were 8 holes hanging out". The patient's medical history included unilateral renal agenesis, tonsillectomy, cervical disc herniation and depression. Previously administered products included for an unreported indication: birth control pill in 1994. In 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), eczema ("eczema"), anxiety ("psych injury/ psychological or psychatric problems/ anxiety"), nausea ("nausea"), hypersensitivity ("allergic or hypersensitivity reaction"), reproductive tract disorder ("reproductive system disorder") and psychological trauma ("psychological or psychiatric problems,"). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), cardiac disorder ("heart disorder."), scar ("scarring"), abdominal pain lower ("lower abdomen pain") and fear ("fear") and was found to have heart rate increased ("blood disorder/ blood or heart condition/ high heart beat"). The patient was treated with surgery (ablation-2012, hysterectomy with bilateral salpingect and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, device expulsion, device dislocation, menorrhagia, vaginal haemorrhage, genital haemorrhage, heart rate increased, cardiac disorder, allergy to metals, anxiety, nausea, hypersensitivity, reproductive tract disorder, scar, psychological trauma and fear outcome was unknown and the pelvic pain, abdominal pain, eczema and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, cardiac disorder, device breakage, device dislocation, device expulsion, eczema, embedded device, fear, genital haemorrhage, heart rate increased, hypersensitivity, menorrhagia, nausea, pelvic pain, psychological trauma, reproductive tract disorder, scar and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy, eczema, psych injury, migration, nausea, vaginal bleeding, menorrhagia, hypersensitivity, reproductive tract disorder nos, device dislocation. Essure was deployed on both the sides and there were 8 holes hanging out. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: malposition; in 2015: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, eczema, pelvic pain. Lot number: a20054 manufacture date: 2012-06 expiration date: 2015-06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-dec-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pain ¿ pelvic') and genital haemorrhage ('gen. Abnorm. Bleed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder."), allergy to metals ("nickel allergy"), eczema ("eczema."), psychological trauma ("psych injury") and nausea ("nausea"). The patient was treated with surgery (hyst. (Full), salping.(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, blood disorder, cardiac disorder, allergy to metals, psychological trauma and nausea outcome was unknown and the pelvic pain, abdominal pain and eczema had resolved. The reporter considered abdominal pain, allergy to metals, blood disorder, cardiac disorder, device dislocation, eczema, genital haemorrhage, menorrhagia, nausea, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy, eczema, psych injury, migration, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event injury was deleted and was updated to new events. Following events were added: pain ¿ pelvic/abdominal, menorrhagia, gen. Abnorm. Bleed, blood/heart disorder, nickel allergy, eczema, psych injury, migration, nausea. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small metal coil fragment identified in the superficial myometrium/uterine corpus shows a very small metal coil associated with a small area of mural hemorrhage'), embedded device ('a metal coil fragment is not seen in the right fallopian tube/lodged within the superficial myometrium'), device expulsion ('malposition of essure, partially in uterus/ migration of essure device, partially in uterus'), device dislocation ('migration/I was not able to see the essure'), pelvic pain ('pain ¿ pelvic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('vaginal bleeding') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. A20054) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "multiple attempts were made and it was very difficult to push the essure all the way in and there were 8 holes hanging out". The patient's medical history included unilateral renal agenesis, tonsillectomy, cervical disc herniation and depression. Previously administered products included for an unreported indication: birth control pill in 1994. In 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), eczema ("eczema"), anxiety ("psych injury/ psychological or psychatric problems/ anxiety"), nausea ("nausea"), hypersensitivity ("allergic or hypersensitivity reaction"), reproductive tract disorder ("reproductive system disorder") and psychological trauma ("psychological or psychiatric problems,"). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), cardiac disorder ("heart disorder."), scar ("scarring"), abdominal pain lower ("lower abdomen pain") and fear ("fear") and was found to have heart rate increased ("blood disorder/ blood or heart condition/ high heart beat"). The patient was treated with surgery (ablation-2012, hysterectomy with bilateral salpingect and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, device expulsion, device dislocation, menorrhagia, vaginal haemorrhage, genital haemorrhage, heart rate increased, cardiac disorder, allergy to metals, anxiety, nausea, hypersensitivity, reproductive tract disorder, scar, psychological trauma and fear outcome was unknown and the pelvic pain, abdominal pain, eczema and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, cardiac disorder, device breakage, device dislocation, device expulsion, eczema, embedded device, fear, genital haemorrhage, heart rate increased, hypersensitivity, menorrhagia, nausea, pelvic pain, psychological trauma, reproductive tract disorder, scar and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy, eczema, psych injury, migration, nausea, vaginal bleeding, menorrhagia, hypersensitivity, reproductive tract disorder nos, device dislocation. Essure was deployed on both the sides and there were 8 holes hanging out. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: malposition; in 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, eczema, pelvic pain. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs and mr received: lot number was added, previously reported event- psychological trauma was replaced with anxiety, blood disorder nos was replaced with heartbeats increased, newly added events- vaginal bleeding, hypersensitivity, reproductive tract disorder nos, abdominal pain lower, scarring, device dislocation, onset date of previously reported events were added. Reporter, consumer height, address, lab data, medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.